Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-23. The patient stated that their mystim program erased all of their settings in (B)(6) 2017. The patient was trying to get a hold of their manufacture representative (rep) and noted being unable to contact them through their healthcare professional¿s (hcp) office. The patient has an appointment on the (B)(6) for the device issues they have been having and they are meeting with a rep to be reprogrammed. Additional information was received from the rep on 2017-jun-23 indicating that they would call the patient. Additional information was received from a patient on 2017-jun-26. The patient stated that their patient programmer lost its programming so they thought their rep would be meeting them at their appointment on wednesday but the rep was unable to make it. It was reviewed to discuss scheduling with the hcp or rep. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the programs on the patient programmer disappeared on (B)(6) 2017. During the call the patient connected the patient programmer and saw the normal screens with the voltage, a, b, c, and d. It was reported that all the settings were gone that the patient had programmed to it. The patient planned to work with the manufacturer representative at the appointment about this. There were no patient symptoms reported. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the settings were lost randomly, and there had not been any event leading to the loss of them. They did not have a managing physician at this point, and were unsure of their weight.